Manufacturer narrative:
(B)(4). The customer reported the catheter broke during use. The customer returned one catheter piece (reference attached files (B)(4)). The returned catheter piece was visually examined with and without magnification. Visual examination of the returned catheter revealed the likely most proximal appears to be missing and the inner coils extend beyond the extrusion. At the point of separation, neither the extrusion nor the coils appear to be stretched except at the tip of the coils. At the point of separation appears to be a clean break (reference files (B)(4)). The distal side of the catheter appears to be intact as no damage was observed. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter piece using a ruler ((B)(4)). The returned catheter extrusion piece measures approximately 79.5cm. The inner coils extend approximately 60mm beyond the tip of the extrusion. Neither the extrusion nor the coils appear to be stretched at the point of separation. At least 3.5cm of the catheter is missing if the 60mm of the extended coil beyond the extrusion is included as the specification for the epidural catheter indicates that the proper length of an epidural other remarks: catheter is 88.5-91.5 cm per graphic (B)(4) rev. 8. Specifications per graphic (B)(4) rev. 8 were reviewed as a part of this complaint investigation. The IFU for this kit, (B)(4); rev. 3, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal , the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The IFU also provides alternate catheter removal techniques if difficulty is encountered and indicates "since any epidural catheter can inadvertently be separated if excessive force is applied during removal, clinicians must be aware of the importance of proper removal technique." A corrective action is not required at this time as the condition of the sample received indicates operational context caused or contributed to this event. The reported complaint of epidural catheter breaking during use was confirmed based upon the sample received. The returned catheter was missing the proximal end. The extrusion and coils showed very little signs of stretching except at the tip of the coils. The coils at the proximal end extended beyond the extrusion. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. The IFU for this product also indicates not to alter the catheter in anyway. Therefore, based upon the condition of the sample received and the observed evidence of the coils being stretched at the proximal tip, operational context caused or contributed to this event.

Event description:
The catheter snapped in half while adjusting the patient's clothing. The catheter was re-inserted. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter snapped in half while adjusting the patient's clothing. The catheter was re-inserted. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-100d; rev. 3, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter other remarks: breaking could not be determined based upon the information provided and without a sample.

Event description:
The catheter snapped in half while adjusting the patient's clothing. The catheter was re-inserted. The patient's condition was reported as fine.